Event description:
During the atrial fibrillation procedure while using the non-abbott device (farawave catheter), a blood leak from the valve was noted. The device was replaced, and the procedure was completed with no adverse consequences to the patient.